Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As of today, all available information indicates that this device remains in service. At this time, no additional information is available. Should additional information become available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. Technical services (ts) discussed using latitude to perform an interrogation to check for elective replacement indicator (eri) or out of range shock impedances. Latitude indicated that a high, out of range shock impedance measurement had occurred. Ts recommended bringing the patient in for further evaluation. The patient was brought in to the clinic for follow up. The local field representative (fr) reported that they were unable to reproduce any problems. The plan was to increase checks to monthly. A request for additional information has been made. No adverse patient effects have been reported. Additional information indicates that this patient underwent system integrity testing in the past and normal impedances were returned; therefore, the physician elected to continue to monitor the patient. This product was later explanted and returned for an unknown reason.